Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, there was leakage of the trocar. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.